Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a rapidfill connector was potentially contaminated. The reporter stated that they detected the bacterium ¿tepidiphilus margaritifer¿ during ¿microbiological controls¿ of their compounding unit. The rapidfill connector was being used at the compounding facility when the bacterium was detected. There was no patient involvement. No additional information is available.